Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during interrogation at a clinic visit, this pacemaker was observed to display code 1003 that indicated voltage too low for remaining capacity. The health care professional (hcp) called technical services (ts) for further device analysis. It was noted that the patient was in sinus rhythm with syncope. Ts confirmed the message indicated device has no pacing capability due to battery depletion. Ts recommended for the device replacement. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The returned pacemaker was analyzed, and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that during interrogation at a clinic visit, this pacemaker was observed to display code 1003 that indicated voltage too low for remaining capacity. The health care professional (hcp) called technical services (ts) for further device analysis. It was noted that the patient was in sinus rhythm with syncope. Ts confirmed the message indicated device has no pacing capability due to battery depletion. Ts recommended for the device replacement. At this time, this pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported this pacemaker was explanted due to normal battery depletion (nbd). A new device was implanted successfully as a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during interrogation at a clinic visit, this pacemaker was observed to display code 1003 that indicated voltage too low for remaining capacity. The health care professional (hcp) called technical services (ts) for further device analysis. It was noted that the patient was in sinus rhythm with syncope. Ts confirmed the message indicated device has no pacing capability due to battery depletion. Ts recommended for the device replacement. At this time, this pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported this pacemaker was explanted due to normal battery depletion (nbd). A new device was implanted successfully as a replacement. No additional adverse patient effects were reported.